Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator (ins). The reason for call was caller reported patient needs an MRI. Caller stated that the pt was re-implanted' with a spinal cord stimulator (scs) device but did not give date of implants. Caller mentioned the pt is blind as a bat. On the call, pt was able to enter MRI mode without issue- pt saw full body eligibility. Caller asked for the lead information. Pt was redirected to doctor (hcp) to obtain lead model/serial. Additional information was recieved from the health care provider. Provider stated the patient had a thoracic laminectomy for paddle lead and spinal cord stimulator system placement by dr. (B)(6) on (B)(6) 2018. On (B)(6) 2020 they had the relocation/revision of spinal cord generator by dr. (B)(6). Last follow up was in 2023.